Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91scs2 (serial: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were trying to find out what the initial numbers were set at the office for their therapy settings and the issue began last week. Patient mentioned group a and group c reprogrammed themselves to a very low number for the setting. Patient noted that they had primarily been using group a, but they switched to group b because they weren't sure what group a should be at anymore. Patient mentioned that they lay down at night and they feel like they need to increase the stimulation, when they went to check group a it was at 1.8 and they though that was really low. Patient noted they then switched to group b and the numbers were a lot higher. When patient clicked on group c, the intensities were 2.0 and 2.2 and patient felt like that was way lower than their other groups. Patient mentioned when they go to adjust their stimulation the bluelight on the communicator does not come on and bluetooth has gone out on their device 4 or 5 times. Agent asked and patient mentioned resetting the communicator and trying again allows them to connect to their therapy settings. During the call, patient was able to connect to their implant. Patient saw group b with program 1 and 2 with intensities of 4.4 and 4.2. Agent asked and patient mentioned they see adaptive stimulation and legacy programming style. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility.